Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced high blood glucose. Customer¿s blood glucose level was 460 mg/dl at the time of incident. Customer¿s blood glucose level at the time of call was 130 mg/dl. Customer alleges insulin pump was under delivery because of high blood glucose level. Customer stated that the insulin pump was suspended but they did not received any alert. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be and reservoir will not be returned for analysis.